Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to a defective usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed due to a defective usb connector. Functional tests were not performed due to defective usb connector. The receiver log was not downloaded and reviewed due to a damaged usb connector. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.